Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 developed vancomycin-resistant enterococci (vre). Later, the patient was successfully weaned from the pump and survived. Additional information was received. The vre was treated inhouse at the intensive care unit. The pump was discarded.

Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. Infection: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.